Manufacturer narrative:
The diamondback 360® coronary orbital atherectomy system states that perforation is a potential adverse event that may occur and/or require intervention. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Two treatments were administered with a diamondback coronary orbital atherectomy device (oad) in the left circumflex artery, which was slightly tortuous and 75% stenosed. Vessel diameter ranged from 1.5mm to 2.5mm. Optical coherence tomography then identified a perforation. Two stents were deployed to resolve the injury, and the procedure was concluded. The patient recovered.